Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, the impedance on the atrial pacing lead was beyond the expected upper range, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Atrial lead impedance greater than 200 ohms. Battery at ageing status, triggered on (B)(6) 2016. Ventricular lead impedance greater than 2000 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture at high thresholds. There was also high impedance measured during manipulation. The device was removed. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.